Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a warm feeling at the pocket site and a burning sensation over the implantable neurostimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v836403, implanted: 2011 (B)(6), product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient's physician reprogrammed the patient's implantable neurostimulator (ins) on (B)(6) 2012 to "monopolar" and the issue was resolved. No abnormal impedances were reported. The patient was doing well. The patient had discomfort and toe curling. There was no injury or hospitalization and the patient recovered without sequelae.